Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. Labeling review finds the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm which occurred on home choice (hc) during drain. The technical service representative (tsr) explained the message to the home patient (hp) and had her power cycle the hc. The tsr informed the hp to start over with new supplies. Product surveillance got clarification that the patient started the initial drain before connecting, realized the error, connected, and then received the alarm. Product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the hp having the 2240 alarm. The pd rn was aware of the problem. The pd rn has spoken to the hp regarding the user error. Per the pd rn, the hp was continuing therapy without any other problems. No further information was provided. There was no injury or medical intervention reported.